Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that there was a lockup of the implantable pulse generator (ipg) at a device checkup. It was confirmed that the device mode was changed to nominal pacing and battery information could not be confirmed. The lockup was released and the device setting was back to the original level. The device remains in use. No patient complications have been reported as a result of this event.